Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000663 - g7 pps ltd acet shell 52e ¿ 3473954, 51-108070 - tprlc 133 mp t1 pps so 7x99mm ¿ 2811601, 110003634 - biolox delta cer lnr 36mm e ¿ unknown lot. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient experienced a dislocation approximately 10 months post left total hip arthroplasty. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.